Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. A failure event was observed during analysis. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found full breach outer insulation degradation adjacent to the connector boot.